Event description:
The breathing bag detached from the bushing at the beginning of a surgical case. Another bag was then used to resume the procedure. There was no injury or negative outcome for the pt.

Manufacturer narrative:
It was reported that anesthesia was being given to a pt prior to the initiation of a surgical case. The breathing bag on the anesthesia circuit blew off. Another bag was then obtained, the case continued with no further incident. There was no injury or negative outcome for the pt. This prod has since been recalled. A recall # has not yet been assigned.